Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non qualified cartridge was indicated. The diopter of the lens is beyond the qualified range for this lens when used in the specified cartridge. Two qualified viscoelastics were also indicated. Root cause: the product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has not been returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician noted glistenings on the intraocular lens (iol) while doing a yag capsulotomy procedure. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.